Event description:
Pt admitted with diffuse arteriosclerotic cardiovascular disease, chronic ischemia and congestive cardiomyopathy the extreme volume overload. Displaced pmi with a grade iii/IV systolic ejection murmur at the apex for proxy edema. Diagnosis of pulse generator failure, battery depletion on set chf with end of life, ventricular pacing only. Failed pacemaker contributed to exacerbation of illness. Replacement of nre ddd-r cardiac pacemaker pulse generator.